Event description:
The customer reported intermittent device failure. There was no report of adverse patient impact.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.